Event description:
It was reported that during the procedure in the mildly tortuous/calcified mid right coronary artery, the 3.5x23 rx xience v stent system balloon was inflated to 12 atmospheres and the stent was deployed. After deployment, the balloon did not deflate when negative pressure was applied to the non-abbott inflation device for approximately 10 seconds. The physician was ultimately able to deflate the balloon by applying negative pressure several times. The stent delivery system was removed from the anatomy with resistance. Cardiac arrest occurred. Atropine and adrenaline were administered and cardiac defibrillator shock was performed. There was a clinically significant delay in the procedure. The patient is reported as doing fine. Reportedly, contrast dilution was 50% with 50% saline.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the stent delivery system sidearm was separated from the stent system. Additional reported information was received that indicates that the sidearm separated during forceful retrieval of the delivery system from the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) contrast incorrect. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed. The reported detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use in the stent/ system removal precautions section 6.4, states that failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. Section 9.5 states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.